Event description:
Consumer complaint of about high blood results. Caller normally ranges from 108-110mg/dl. Based on parkes error grid analysis, the bias between the highest result in memory (348) and the lowest normal result (108) is located in zone c. No adverse event reported.

Manufacturer narrative:
(B)(4). No product yet returned.